Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 479 mg/dl and 159 mg/dl. Customer took 4u of humalog based upon the reading of 159 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported that a healthcare worker (hcw) experienced ocular discomfort after disopa solution splashed in her eyes while rinsing an endoscope during manual processing. The hcw was wearing gloves and a gown. She rinsed her eyes with water, but still felt discomfort in her eyes. She sought medical attention on (B)(6) 2010 and was diagnosed with an eye injury. She was prescribed eye drops to prevent an infection or inflammation of her eyes.